Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. No concurrent diseases. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhoea"), back pain ("back pain"), restless legs syndrome ("restless legs"), myalgia ("muscle pain"), arthralgia ("knee pain"), amnesia ("amnesia"), vertigo ("vertigo") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy + tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, diarrhoea, back pain, restless legs syndrome, myalgia, arthralgia, amnesia, vertigo and fatigue outcome was unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, back pain, diarrhoea, fatigue, myalgia, restless legs syndrome and vertigo to be unrelated to essure. The reporter commented: removal performed at the request of the patient quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. No concurrent diseases. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhoea"), back pain ("back pain"), restless legs syndrome ("restless legs"), myalgia ("muscle pain"), arthralgia ("knee pain"), amnesia ("amnesia"), vertigo ("vertigo") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy + tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, diarrhoea, back pain, restless legs syndrome, myalgia, arthralgia, amnesia, vertigo and fatigue outcome was unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, back pain, diarrhoea, fatigue, myalgia, restless legs syndrome and vertigo to be unrelated to essure. The reporter commented: removal performed at the request of the patient. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.